Manufacturer narrative:
This case is considered as a central corneal ulcer. As there was no product returned or lot info provided, no detailed investigation can be performed. (B)(4).

Event description:
Report received from the treating eye care provider indicates pt presented with moderate pain and severe redness, left eye. Clinical signs included large central corneal ulcer (within the visual axis) and 1 infiltrate with no corneal staining. No discharge or anterior chamber reaction noted. Diagnosis of central corneal ulcer. The pt was prescribed combination antibiotic/steroids drops. The event has resolved with no scarring and no effect on visual acuity. Lens wear has resumed.